Event description:
The facility reported that an infusion pump shut down by itself during pt use. Reportedly, there was no alarm or alert prior to the pump shutting down. The pump was used on a post cardiac surgery pt who had a valve replacement. The pump was reported to be plug in during the surgery. The pt was being transported from the operating room (or) to the intensive care unit (ICU). The pump was unplugged for the transport and according to the physician, within 90 seconds, the pump shut down without any alert or alarm. The pump was not being programmed at that time. As a result, the pt was not receiving the medication and the physician had to administer several manual boluses of unspecified medication to the pt during the transport. The pt recovered from the event and is currently in the ICU. Though requested by baxter, no additional info was available regarding the names, rates, and concentrations of the medications involved, type and vital signs prior, during and after the event, and any failure codes being displayed.